Manufacturer narrative:
The customer technical advocate determined that the depressed sodium results were processed in cuvette number 23 and dispatched field service. The field service representative (fsr) performed a site visit, inspected the cuvettes and found dirty/white deposit on cuvette 23. The fsr replaced the cuvette segment containing cuvette 23, manually cleaned all cuvettes, decontaminated the water bath, and adjusted the water dispense flow rate to the cuvette wash nozzles. No additional discrepant result issues have been reported since the service activity was completed. The alnty c-series cuvette, was determined to be the cause for the issue. A review of the service history for the analyzer identified no contributing factors and no subsequent issues have been reported associated with discrepant or erratic results. A review of complaint and trending data for the alinity cuvette identified no issues or trends. Manufacturing documentation for the alinity cuvette was reviewed and did not identify any issues. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No further patient information was provided. Patient identifier: multiple = (B)(6).

Event description:
The customer reported falsely depressed sodium results while using the alinity c processing module. The customer uses a normal range of 133 to 143 mmol/l for sodium. The following initial and repeat results were provided: sample ID (B)(6): 115 and 136 mmol/l. Sample ID (B)(6): 117 and 141 mmol/l. Sample ID (B)(6): 108 and 137 mmol/l. No impact to patient management was reported.